Manufacturer narrative:
The pump user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown unexpectedly after exposing the pump to water. Additionally, prior to the pump shutting down an alarm 22 was received. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.